Manufacturer narrative:
The reported incident that speedguide tm drill, ao, dia 2.0mm (l = 30mm) was alleged of issue s-11 (breakage during surgery) could be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection revealed the following: the inspection of the device could confirm that the tip of the drill was broken off. Several scratches could also be noticed on the shaft of the drill. The microscope inspection showed the presence of rust at the surface of the broken bits, and a tension area where torque lines are visible. These are some of the possible causes of the event: - presence of cortical bone, and use of the wrong drill bit. As stated in the operative technique " [...] Note: in hard, cortical bone a 2.3mm cortical drill bit (B)(4) or the 2.7mm tap (B)(4) may be used to insert the 2.7mm screw to help reduce the risk of screw breakage during insertion.[...]" - the user did not use the drill guide, which resulted in drilling with an inappropriate angle. This could have generated more force on the drill bit, which lead to the breakage. As a reminder, it is stated in the operative technique: " [...] The range in which the drill guide toggles will create a 30-degree cone and every angle in this range will be a locking position. This may allow the surgeon to aim where the screw/peg should be placed. Also, depending on the placement of the plate, there may be a need to angle a screw/peg out of the fracture line.[...]" And also " [...] Using one of the provided drill guides for screw hole preparation is mandatory. Not using a drill guide may lead to drilling out of specified locking range and compromise the locking capabilities. [...]" A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique (vax-st-1-en rev 0 variax dr optech) was reviewed: '' [...] A workshop training is recommended prior to first surgery. [...] Smartlock polyaxial drill guide (B)(4) allows for ±15 degrees of custom angulation and may be used for more complex fractures. A lip on the drill sleeve will engage and allow toggling in the hole. The range in which the drill guide toggles will create a 30-degree cone and every angle in this range will be a locking position. This may allow the surgeon to aim where the screw/peg should be placed. Also, depending on the placement of the plate, there may be a need to angle a screw/peg out of the fracture line. [...] Using one of the provided drill guides for screw hole preparation is mandatory. Not using a drill guide may lead to drilling out of specified locking range and compromise the locking capabilities. (Page 6) [...] Note: first fully engage the drill guide in the hole and then aim the drill in the desired direction. [...] Note: in hard, cortical bone a 2.3mm cortical drill bit (B)(4) or the 2.7mm tap (B)(4) may be used to insert the 2.7mm screw to help reduce the risk of screw breakage during insertion. [...] 7. The joystick may be used to help position the plate on the bone. After plate is positioned, remove the joystick by loosening the black grasping sleeve from the fixation pin (counter clockwise). 8. K-wires may be used through the plate / block assembly for temporary fixation. 9. The variable angle drill guide can be used in any hole to drill for the pre-determined trajectory. [...] '' [original statement(s)] the instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) was reviewed: '' ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; [...] Warnings: single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications. Please refer to the device label to identify single or multiple use and/or cleaning and re-sterilization release. [...] Special comments for application: [...] Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. [...] Ensure that drilling and cutting tools are sharp. Before every operation, ensure that all devices to be used during the operation function correctly with each other. [...] Cleaning, maintenance and sterilization of non-sterile instruments: instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use. For adequate cleaning of multi-component instruments, these must be dismantled according to the assembly/disassembly instructions provided by stryker. [...]'' [Original statement(s)]. The cleaning and sterilization guide (ot-rg-1 en rev-2 l24002000 rev. N cleaning & sterilization guide_2015-8332) was reviewed: ''[...] Devices labeled ¿for single use only¿ must not be reprocessed for re-use. When single use devices are supplied non-sterile and require sterilization before use, the appropriate sections of these instructions may be applied unless other specific instructions are provided in the package insert. Single use devices must not be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or material leading to diminished safety, performance and/or compliance with relevant specifications. Please refer to the device label to identify single or multiple use and/or cleaning and re-sterilization release. [...] Avoid mechanical damage, e.g. Do not mix heavy devices with delicate ones. Pay particular attention to cutting edges, both to avoid injury and damage to the medical device. [...] Before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/ or corrosion. '' [original statement(s)] no indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The tip of drill was broken when drilling the distal radial by variax drill. Dr. Removed the broken drill tip from bone, screw and plate out of patient body. Replaced another new drill and drilled again but it was found to be bend, doctor used another available replacement.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The tip of drill was broken when drilling the distal radial by variax drill. Dr. Removed the broken drill tip from bone, screw and plate out of patient body. Replaced another new drill and drilled again but it was found to be bend, doctor used another available replacement.